Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 3 months post implant of this aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was due to increased gradients. No additional adverse patient effects were reported.

Event description:
Medtronic received information that 7 years and 3 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The valve was replaced due to a reported gradient above 50mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.